Manufacturer narrative:
(B)(4). Analysis of the lead found the distal tip of the lead was bent. The proximal end was intact and undamaged. The outer insulation was intact as well. Continuity was acceptable with no shorts (dry).

Event description:
It was reported that at implant, a new lead was opened and electrode 0 was found to be bent. No pt injury occurred as the lead was never implanted. A new lead was opened and used.